Manufacturer narrative:
Pump received with intermittent button response due to moisture keypad traces. No button error alarm during testing. No unlocked j2/lcd keypad connector. Perform brush cleaning with the isopropyl alcohol and cleaning up all moisture on the keypad. Unit received with all operating currents within spec ¿stop idle current, run current, self test, off no power¿. And passed functional testing including the rewind, a21 error test with basic occlusion test with occlusion test, with prime/a33 test, excessive no delivery test and displacement test. Pump history download using thds was successful. However, there is no data available on (B)(6) 2025), unable to perform data analysis for button keypad, failed battery alarm and drive/motor error alarm complaint. Pump was cut open to perform visual inspection and found moisture damage found on the electronics, motor, battery tube and vibrator assembly noted. The following were noted during visual inspection: cracked case at the display window corners, cracked lcd window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The test p-cap/reservoir does lock into place. However, in conclusion, no button error alarm during testing. However, intermittent button response was confirmed due to moisture keypad traces. No unexpected battery power loss anomalies noted. No unexpected failed battery alarm, no unexpected rewind anomalies noted, no motor error alarm noted. Motor passed motor test. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported keypad anomaly, battery failed alarm, drive/motor anomaly, and rewind anomaly. The customer reported no adverse event. The event involved product(s) mmt-751nab. Troubleshooting was not performed. No harm requiring medical intervention was reported. No product return is required for mmt-751nab.